Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s housing split open, compromising the device¿s enclosure and water resistance and rendering the unit nonfunctional, which prompted shipment of a replacement and guidance to transition to backup therapy. Symptoms included none reported. Outcomes included no medical intervention, no hospitalization, and no alarms. Investigation included troubleshooting with the user, verification of shipping details, instructions to sync data and shut down the device, and arrangements for return of the affected unit. Investigation of this case revealed a hardware enclosure failure consistent with screen bezel or case separation on the pump component, with functional impact to the device¿s operation and loss of water resistance. It was concluded, based on previously established findings for similar reports, that the most likely cause was mechanical enclosure failure of the device housing.